Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device failed the defibrillation test. There is no reported patient involvement.